Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished r waves and that the right atrial (ra) lead exhibited diminished p waves. The low waves resulted in an invalid data error on the programmer. The leads remain in use. No patient complications have been reported as a result of this event.